Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test due to an open resistor r45 on the monitor c/a board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.